Event description:
The advocate stated her son tested his blood on the contour next link meter. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The advocate was advised to return the strips for evaluation. New strips and meter were sent.